Event description:
It was reported during a laparoscopic appendectomy procedure, the reload fell out of the device and into the pt. The cartridge was retrieved through the trocar. The device was reloaded and the case was completed with no pt consequence. The device is available to be returned for analysis.

Manufacturer narrative:
(B)(4). Date sent: 08/31/2010. Eval summary: the analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fell out during the visual and functional testing. A batch record review was performed and no anomalies were found during the mfg process.